Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Screen goes blank when attached to lvps. Non supported part installed, damaged in keypad. Other- specify in comments. Faulty in logic board. Screen goes blank when attached to lvps - (B)(4). Shipping & billing addresses confirmed. There was no patient involvement. (B)(4). Right iui board and logic board replaced due to communication issue. Broken front case and unsupported battery replaced. Software updated please reinstall your data sets.